Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
Customer reported that he had a low blood glucose value of 40mg/dl on (B)(6) 2018 at 13:00, where he fell out of bed and hit his head (was unconscious) and woke up to emergency medical service taking him to the hospital. Intravenous fluid (not insulin drip) was used in addition to food/glucose to treat the low. Customer alleged over delivery because he thought his pump had the issue but he did not recall any damage to the retainer ring. However, since the insulin pump is lost, he is unable to check the insulin pump for retainer ring damage. Customer used u-500 humulin r. Customer also mentioned he had a low blood glucose value of 20mg/dl and emergency medical service took him to the hospital, where he was hospitalized on (B)(6) 2018 at 15:00. Customer had gone to bed the night before and did not wake up until 15:00 on nov 24th. Customer also had kidney stone. The insulin pump was used at the time of the incident. Sensor was not used. Auto mode was not used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services on (B)(6) 2018 due to low blood glucose. Customer blood glucose was 20 mg/dl. Customer was treated with insulin drip and food or glucose for low blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. Customer alleged that the insulin pump was over delivering. The insulin pump and reservoir will not be returned for the analysis.